Event description:
Healing cap could not be removed from dental implant. The implant needed to explanted.

Manufacturer narrative:
Healing cap could not be removed from dental implant. The implant needed to explanted. Between healing cap and implant residues from crusted blood were found. The dentist did not rinse the implant as mandated by instruction for use. Dentist should have consulted instruction for use to prevent this from happen.